Event description:
Device analysis performed on the returned spacer revealed that the spindle cap was completely detached from the implant body. Damage to the device prevented functional testing; however, this damage to the spacer indicates the break was due to deployment against resistance. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.